Manufacturer narrative:
Additional information was added to h6. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date: this event occurred in (B)(6) 2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink system t-connector extension set leaked from the t-connector. The device was connected to a PICC (peripherally inserted central catheter). The device contained ivf (intravenous fluids). There was no report of patient injury or medical intervention associated with this event. No additional information is available.